Event description:
(B)(6) scheduled for a robotic abdominal perineal resection on (B)(6), 2011 was started at 0933, the robotic portion was started approx at 1010, the intuitive instruments were inserted into the robotic arms, the procedure was started, dr. (B)(6) started using the intuitive permanent cautery hook, and the side of the instrument broke off into the pt. It is presumed that this piece of instrument is left in the pt. The piece of instrument is not able to be xrayed. Dr. (B)(6) assessed the pt with the davinci camera internally, she instilled 600ml normal saline thru a blake drain into the pts pelvis, the pt was turned from right to left, and into reverse trendelenburg to see if the piece would leave the pt thru irrigation fluid. All lap sponges, and raytexs were felt for a piece of equipment. The specimen - rectum and sigmoid were palpated x2 and fluid from rectum and sigmoid were checked for any instrument piece. The intuitive rep, jt cullison was present throughout the case. Dr. (B)(6) came into the room, he was notified, suggested a cat scan of the pt, dr. (B)(6) notified of a cat scan. Pt with no apparent injury taken to pacuvia bed. (B)(6) -charge nurse, (B)(6), supervisor, and (B)(6) notified.